Event description:
During a routine d&c hysteroscopy using the truclear system, the surgeon became aware that the uterus may have been perforated. Or staff and surgeon transitioned to a laparoscopy.inadvertent uterine perforation most likely with sounding the uterine canal. Perforation site was hemostatic in the uterus and in the peritoneal cavity. Patient remained hemodynamically stable throughout the surgery.